Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. The device was reported to have been in clinical use at the time the issue was discovered, but there was no patient harm when the device was changed out.

Manufacturer narrative:
Date of report: 05may2021. The device was reported to have been in clinical use at the time the issue was discovered.

Event description:
The customer reported that the ventilator experience a shutdown by itself and would not turn back on during clinical use. The device was reported to have been in clinical use at the time the issue was discovered. The device was evaluated by the customer and the remote service engineer (rse). The customer confirmed the reported problem. The customer reported having replaced the power supply. Additionally, the battery was also replaced as a preventative measure. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomalies were reported.